Event description:
It was reported that the lead impedance was less than 200 ohms. The lead was switched to unipolar sensing, and atrial impedance was still less than 200 ohms. Unipolar atrial sensing was between 1.25 and 1.75 mv. The patient did not feel symptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.